Manufacturer narrative:
Correction: the lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens tilted in the patient's left eye post implant. The lens was explanted and replaced with another lens of different model. According to the surgeon small capsular bag was likely cause of the event and the patient's prognosis was reported as "good".